Event description:
It was reported that the device suddenly generated the piezo alarm while in use on a patient. It was found that the screen was blacked out. The device was replaced. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly generated the piezo alarm while in use on a patient. It was found that the screen was blacked out. The device was replaced. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was based on the provided information. The investigation could confirm a failure of the cockpit of the device. A faulty basisboard and a disconnected lvdscable were identified as root cause for the failure. The faulty parts must be replaced. In case of a complete failure of the cockpit, a running ventilation is not affected and continues with unchanged settings. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display and the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.